Event description:
Healthcare professional reported left side "capsular contracture, baker grade unknown" and "seroma." The implant taken out on this side has particles in it. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade unknown" and "seroma" and "implant taken out on this side has particles in it.". Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Observed yellow and white particles inside the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.